Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that the needle head turns and wiggled around. The needle also retracted on its own once met with resistance from the skin/vein. Overall, the needle is unstable since the needle moves when poking a patient.